Event description:
A potential hazard was reported by a beckman coulter, inc employee. A field service engineer (fse) was at a customer facility replacing the bulk power supply. After turning the power on, the fse saw and smelled a small amount of smoke. The fire department was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The coulter lh 750 hematology analyzer is listed as conforming to ul(B)(4), and csa (B)(4) no. 1010.1. Beckman coulter also declares conformance with (B)(4) in the EU declaration of conformity. Note: csa is (B)(4) standards association, ul is underwriters laboratories, EU is european union, and en is en standards for products and services by european committee for standardization. The fse replaced the bulk power supply and the instrument is performing within specs. The root cause for the smoke and burning smell was caused by a defective bulk power supply. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.